Event description:
At approximately 15:30 on the day of the event, the siemens artis zeego c-arm located in the operating room locked in a position directly above the patient essentially trapping the patient mid-procedure and could not be re-engaged or moved by the staff in the room. Siemens technical support was contacted by the on-site hospital clinical engineering staff member but siemens did not have technician on site nor were they able mitigate the situation over the phone. The vice president of perioperative services was called and he took responsibility removing the emergency switch thereby releasing the brake for the siemens system allowing the arm to be moved away from the bed/patient. A portable c-arm was brought in by a technician and the surgeon determines if there was an acceptable alternative to aborting the procedure, which was past mid-point. A portable c-arm was found to meet the needs and the procedure was continued to completion. Siemens technician arrived at 18:30 - procedure concluded at 19:00. Patient recovered and was moved to an ICU. Procedure was a new edwards's minimally invasive valve done under the partner ii trial. Siemens was requested to file a field safety report; clearly more follow up with the vendor is warranted as this is a safety issue that may be related to a design feature of the siemens artis zeego c-arm robotic unit.